Event description:
It was reported that the electric dermatome produced an inconsistent skin graft depth. It was further reported that the two blades that were used did not cut. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue with graft thickness consistency, as skin cannot be resected on the zero graft thickness setting. Additionally it was determined that the control bar was nicked and the 2" width plate was slightly damaged. The device was repaired according to procedure and returned to the customer. The device was purchased in 1992. A review of service records indicates that the device has been returned four times to the manufacturer for repair or preventative maintenance since purchased. The last time was in may 2007. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance".